Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-03723. Reference MFR. Report#: 1627487-2019-03724.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2019-03723, reference MFR. Report#: 1627487-2019-03724. It was reported one of the patient's lead tails was completely out of one of the extensions and the other lead was almost out of the extension (confirmed via x-rays). In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein both extensions were revised. However, system diagnostic revealed invalid and high impedances. As a result, both extensions were explanted and replaced which resolved the issue. Therapy was restored post operatively.